Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1333179, medical device expiration date: 2026-11-30, device manufacture date: 2021-12-17. Medical device lot #: 1333179, medical device expiration date: 2026-10-31, device manufacture date: 2021-11-15. Medical device lot #: 1299441, medical device expiration date: 2026-10-31, device manufacture date: 2021-11-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: the safety catch (needle) is not fully protecting the needle as it should. After the blood collection is finished, the professional operates the safety device, but the device locks only in the middle, leaving the needle with the tip exposed. This situation resulted in an accidental prick for the time being. Lot 1299441 also had needles with the same reported situation. At this moment they have no more units because they have all used up. From this report were 2 lots that the customer received with the same problem reported.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury -post use. The following information was provided by the initial reporter. The customer stated: the safety catch (needle) is not fully protecting the needle as it should. After the blood collection is finished, the professional operates the safety device, but the device locks only in the middle, leaving the needle with the tip exposed. This situation resulted in an accidental prick for the time being. Lot 1299441 also had needles with the same reported situation. At this moment they have no more units because they have all used up. From this report were 2 lots that the customer received with the same problem reported.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was not observed. However, the photos do show a bent cannula which prevented the shield from closing all the way. Additionally, 20 retention samples from bd inventory were evaluated by functional shield testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent cannula. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.